Event description:
This rv lead was implanted on (B)(6) 1997. A call to technical services on (B)(6) 2011 states that patient came in with safety switch in ventricle. Uni = 284, bi = 400 ohms at checkup today. This was caught at normal follow-up, patient is not symptomatic and no patient adverse events. Sounds like an insulation breach. Had some 290/300 readings (sounds low compared to average in 400's). Patient had muscle noise on v-channel after lead safety switch (not surprising given unipolar). Md programmed back to bipolar and will be seen within 1 month. Physician name (B)(6) (md) and at that office in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).